Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip and a cracked battery tube threads. The lcd window had minor scratches.

Event description:
The customer reported that insulin was not delivering from the insulin pump and he was not receiving a no delivery alarm. The customer's blood glucose was 456 mg/dl, which he treated with an injection. Troubleshooting was performed. The customer had over 20.0 units of insulin remaining. The customer programmed a fixed prime while he was disconnected from the insulin pump and infusion set. A high pressure test was performed and the alarm did not occur in less than 5.0 units. The customer performed a set change and was assisted with a manual prime. The high pressure test was performed once more and the insulin pump did not alarm in less than 5.0 units. The customer was advised to revert to a back-up plan. Nothing further was reported.